Event description:
It was reported that the personal therapy manager (ptm) was displaying an error code of ¿8478¿, which indicated that the ¿safe rate¿ was in use. The patient also heard an alarm. The managing healthcare provider (hcp) was calling the emergency room (ER) where the patient was being admitted and was giving her ER physician suggestions and direction on managing the patient with oral medications. The managing hcp was going to see the patient on the morning following this report and a manufacturer representative would join to read the pump logs and assist with further troubleshooting. The device system was used to deliver fentanyl. It was later reported that telemetry confirmed that a ¿safe state¿ alarm occurred. The pump went into safe state at 10:25 on (B)(6) 2014. On this date, in the ER, the patient showed ¿a little bit of sign of withdrawal¿ and a fentanyl patch was applied. On the report date, the patient was fine. The device system was used to deliver fentanyl and bupivacaine.

Event description:
It was later reported that the patient had a regular x-ray 3 weeks prior to (B)(6) 2014. It was later reported that the patient was doing fine. The patient had a lot of sweating when he went to the ER, but the hcp was treating him with oral medication. The patient denied any type of electromagnetic interference (emi). The pump was reprogrammed and update as instructed. The patient was fine when he left the hcp's office.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that, on (B)(6) 2014, the patient had withdrawal symptoms of diaphoresis. The patient was given a fentanyl patch in the ER, which resolved this issue. He had an appointment the following day. The alarm was due to a pump reset. The pump was reprogrammed and updates as instructed and "everything was fine". There were no more issues. The cause of this event was not known. The patient was not in contact with electromagnetic interference (emi) and did not have an MRI. At the time of this report, the patient was receiving effective therapy.

Event description:
On (B)(6) 2015 information was received from the patient indicating they had a refill performed already (date not provided), but they wanted to know hospital names in an area where they were travelling just in case something happened.